Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that water would not flow during the phaco portion of a cataract surgery. The tip and the sleeve were replaced and that did not work. The cassette was replaced and the procedure was completed without consequences to the patient.

Manufacturer narrative:
A product sample has been received at the manufacturing site and it is awaiting evaluation. (B)(4).

Manufacturer narrative:
Additional information: a device history record review for the reported lot shows that the product was released per specification. The returned sample was visually and functionally tested and passed testing, fluid was able to flow through to the handpiece without any issues during testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4).